Event description:
Some of the baxter clearlink tubing crimps/kinks near the slide lock. If not able to clear the kink this causes a upstream occlusion alarm to sound. This could be a packaging defect as the tubing folds over next to the slide lock.purchasing notified them and manufacturer coming in to look at the disposable.